Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 21-year-old female patient who had essure (batch no. 04466-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included morbid obesity and menstrual disorder nos. Concurrent conditions included ovulation disorder, uterine bleeding, paratubal cyst, pelvic pain, bipolar disorder and migraine. Concomitant products included buspirone since 2013 for bipolar disorder, cefixime (flexeril) since 2013 for migraine headache and oral contraceptive nos for ovulation disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"), hypersensitivity ("allergic reaction caused infection to spread"), infection ("allergic reaction caused infection to spread") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced bipolar disorder ("bipolar worsened / bipolar"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced cystitis ("bladder infection"), ovarian cyst ("reproductive system disorder or changes condition type of disorder: ovarian cysts"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and back pain ("back pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, cystitis, ovarian cyst, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, migraine and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she claimed seizures in (B)(6) 2016 and gall bladder removal in (B)(6) 2017 i.e. Post essure removal. Discrepancy noted (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in a 21-year-old female patient who had essure (batch no. 04466) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included morbid obesity and menstrual disorder nos. Concurrent conditions included ovulation disorder, uterine bleeding, paratubal cyst, pelvic pain, bipolar disorder and migraine. Concomitant products included buspirone since 2013 for bipolar disorder, cefixime (flexeril) since 2013 for migraine headache and oral contraceptive nos for ovulation disorder. On (B)(6) 2013, the patient had essure inserted. In(B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reaction caused infection to spread"), infection ("allergic reaction caused infection to spread") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced bipolar disorder ("bipolar worsened / bipolar"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced cystitis ("bladder infection"), ovarian cyst ("reproductive system disorder or changes condition type of disorder: ovarian cysts"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and back pain ("back pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, cystitis, ovarian cyst, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, migraine and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she claimed seizures in (B)(6) 2016 and gall bladder removal in (B)(6) 2017 i.e. Post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and bipolar disorder ('bipolar worsened / bipolar') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included morbid obesity and menstrual disorder nos. Concurrent conditions included ovulation disorder, uterine bleeding, paratubal cyst, pelvic pain, bipolar disorder and migraine. Concomitant products included buspirone since 2013 for bipolar disorder, cefixime (flexeril) since 2013 for migraine headache and oral contraceptive nos for ovulation disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reaction caused infection to spread"), infection ("allergic reaction caused infection to spread") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced bipolar disorder (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced cystitis ("bladder infection"), ovarian cyst ("reproductive system disorder or changes condition type of disorder: ovarian cysts"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and back pain ("back pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, bipolar disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, cystitis, ovarian cyst, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, migraine and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, bipolar disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, infection, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she claimed seizures in (B)(6) 2016 and gall bladder removal in (B)(6) 2017 i.e. Post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and medical records were received. Events per pfs: pregnancy (stillbirth or miscarriage), miscarriage, pelvic pain, back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, allergic reaction caused infection to spread, ovarian cysts, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, migraines/headaches, bipolar worsened / bipolar and essure confirmation test not done. Medical history, concurrent condition and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.